Manufacturer narrative:
The used device with the lens was returned loose in a biohazard bag. The lens was not returned inside the device or separately. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. An aneurysm has formed along the posterior of the nozzle prior to the thick nozzle cone wall. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The lens was not present in the device upon return. Damage was observed to the nozzle, which extends through the wound guard and into the tip. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the posterior of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens/plunger is not positioned correctly for advancement. The instructions for use IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. It is unknown if a qualified viscoelastic was used. The instructions for use IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device(ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens implantation it was reported as tight on injection. There was contact with the patient and the surgery was completed on the same day with a back up lens. Additional information has been requested.